Event description:
Diprovan IV drip started in cath lab at 5cc/hr. Baxter IV pump "free flowed" per cath lab rn and infused the 100cc of diprovan in the bag over approximately 35 minutes. No apparent injury to pt. No need for treatment. Diprovan stopped at the time. Cath lab rn and ICU rn removed pump from pt care at hospital ran 5cc/hr saline test and confirmed faulty "freeflow."